Event description:
Patient reported "pain" and "suspected rupture." Healthcare professional reported rupture and capsular contracture, baker grade iii. Device has been explanted. This record is for the right side.

Manufacturer narrative:
Corrected data: b.6, b.7, e.1, g.2, h.6.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion and underweight. A microscopic analysis was performed which identify crease sharp opening on posterior side with stress marks. Based on the device analysis the final assessment is: a crease sharp opening on posterior due to a fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Patient reported "pain" and "suspected rupture." Healthcare professional reported rupture and capsular contracture, baker grade iii. Device has been explanted. This record is for the right side.